Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Product was used for therapeutic treatment. Add'l data from importer report: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Associated MDR: 1018233-2013-00170.

Manufacturer narrative:
(B)(4). Add'l data from importer report: date of this report: 12/31/2012; brand name: uretex sup urethral support system; catalog #485013; (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,complains of vaginal bleeding with a foreign body. Recommended vaginal exploration and excision of vaginal foreign body suture with fulguration and closure of sinus tract. Underwent vaginal exploration and excision of vaginal foreign body suture with fulguration and closure of sinus tract for vaginal bleeding with a foreign body. Complains of post operative vaginal bleeding and right pelvic pain. Impression: female stress incontinence. Advised sling on last visit. Underwent transvaginal uretex periurethral sling with cystocele repair and cystoscopy with excision, fulguration closure and anterior vaginal wall granulation tissue with sinus tract for sui. (Per pfs, old mesh which was implanted on (B)(6) 2003 was removed on (B)(6) 2007 but per available record, patient underwent uretex implantation and excision, fulguration of granulation tissue with sinus tract).in (B)(6) 2009, she underwent a cystolitholapaxy of an encrusted suture that had eroded into the bladder. At that time, the suture was cut flush with the bladder mucosa. I ((B)(6) m.d.) Was hoping that it would retract back into the peritoneum. Unfortunately, this does not seem to be the case. Complains of recurrent uti. (The original operative report for cystolitholapaxy dated (B)(6) 2009 is not available. The interim medical records from (B)(6) 2007 to (B)(6) 2010 are not available to know the progress of the patient status post pelvicol graft implantation).underwent cystoscopy for erosion of suture into the bladder. Complains of vesicle stone, prolapse with valsalva maneuver and unclear etiology of vaginal bleeding, incontinence, prior history of hematuria secondary to renal calculi, and symptoms of pelvic pain and urinary symptoms. Examination revealed vagina with apical prolapse to the introitus and mild rectocele. Assessment: vaginal prolapse, rectocele and urinary incontinence, as well as of vesicle stone formation involving the bladder. Plan: abdominosacropexy and probably a marshall-marchetti and possibly a posterior colporrhaphy and removal of renal calculi. Underwent abdominal sacrospinous fixation using ethicon mesh, marshall-marchetti procedure, moschowitz culdoplasty, excision of stitch from bladder and cystoscopy for vaginal prolapse, stress incontinence and vesical calculus and stitch eroded into bladder. Underwent cystogram, foley catheter removal for status post bladder surgery. Findings: no leakage of urine was noted. She has no evidence of any extravasation of contrast after repair of her eroded suture. Ultrasound pelvis revealed trace pvr 3.9 cc. Oblong slightly hypoechoic fluid collection anterior to the bladder may reflect hematoma, seroma, non specific. Hospitalization of intra abdominal abscess with sepsis - klebsiella uti, multiple pelvic abscesses related to recent bladder surgery that are growing streptococcus viridians, clinically insignificant nephrolithiasis. Started on vancomycin and zosyn. Recommendations: continue abscess drainage, repeat CT of abdomen and pelvis. As on (B)(6) 2010, the drain was removed, prescribed vancomycin and zosyn and discharged with the diagnoses of pelvic abcess possible resolved and acute renal failure, resolved. (Admission record, labs and radiology records are not available pertaining to this hospitalization).her stress incontinence symptoms have resolved. Pelvic abcess with normal white count. Complains of sensitivity of abdominal wound. She states "bloating or puffiness" at wound site. Plan: ultrasound abdomen to evaluate mesh. She reports that all complications started with when she had her sling eroded through her vagina and had replaced with a new sling which was also broken. However, she is still incontinent and dribbles all the time. Diagnosed with recurrent urinary incontinence. Referred to dr (B)(6) .